Manufacturer narrative:
Additional information was received stating that toxic anterior segment syndrome continued as noted on (B)(6) 2016 and also it was indicated that the serious adverse event is not related to use of concomitant medication(s). No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens is still in the eye. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed tass (toxic anterior segments syndrome) post implant of a zmb00 intraocular lens. Additional information was provided by the surgical site and it was learned that two weeks after onset, tass was still present. Further follow up confirmed the lens is still implanted and the adverse event was not related to the lens. The patient was placed on durezol every hour in the operated eye.

Manufacturer narrative:
Additional information was received which indicated the reported issue of toxic anterior segment syndrome had resolved on (B)(6) 2016. Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. Sterilization batch review was conducted. The sterilization batch was released per specifications. There were no non conformances with respect to the sterilization process. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.